Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. The getinge service territory manager (stm) was unable to duplicate the issue. Error logs pointed to a cable/video generator error. Upon further inspection, the stm noted the console video cable was not fully seated in the connector. After reconnecting, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down unexpectedly. The iabp reportedly made a screeching sound, the screen went blank and the unit shut down. The hospital staff was able to restart the iabp and resume therapy. There was no report of harm or injury to patient and no adverse event was reported.